Manufacturer narrative:
(B)(4). Safety release damaged. The analysis results found that the device arrived with the safety damaged. It appears that an attempt was made to fire the device with the safety engaged. It should be noted that to fire the device, draw the red safety back toward the adjusting knob until it seats into the body of the device. If the safety cannot be released, the device is not in the safe firing range. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested. The target tissue was thick. At the 1st firing, the washer was uncut, so the same anvil was used with the 2nd instrument. All staples were unformed at the 1st firing.

Event description:
It was reported that during a low anterior resection procedure, when the safety was released, the safety broke. The doctor fired the device without being aware of it. The staples were unformed. Fortunately, there was enough space to be fired again on the bowel, so another instrument was fired without changing the first anvil. The firing was completed without any problems. The broken piece of the safety and the used anvil were discarded. There were no adverse consequences for the patient.